Event description:
A patient got his head stuck between the siderail support bars in the center of the left head siderail, zone1. The account called the fire department and they cut the siderail to extract the patient's head. The account would not release any information on the patient.

Manufacturer narrative:
According to hill-rom field investigation, the bed did not have siderail inserts installed or a hbsw kit. The mattress on the bed was not a hill-rom approved mattress. The hospital was sent the hbsw siderail upgrade brochure.